Event description:
It was reported that the pulse generator exhibited backup vvi operation. After the product code was downloaded, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).